Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. The patient elected to have the device programmed off rather than undergo a revision procedure. There were no reports of noise or inappropriate therapies. No adverse patient effects were reported.